Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the radio frequency board. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to continue to receive a low battery alert even after battery cap replacement. Customer was advised that insulin pump would need to be replaced.